Manufacturer narrative:
The insulin pump was received with currents in specification. There was no unexpected failed battery test alarm. The pump passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm, and displacement test. The pump had a minor scratched lcd window, a crack near the display window corners, a broken belt clip slot, a cracked reservoir tube lip, and a corroded battery tube. The battery spring was okay.

Event description:
The customer reported via phone call that she replaced the insulin pump due to damage to the battery compartment. Customer stated that she had an issue with a failed battery test alarm. Customer's blood glucose was 171 mg/dl at the time of the incident. Customer found that the spring was corroded. Customer stated there was moisture at the bottom of the battery compartment by the spring section. Customer stated that the previous battery looked like it was a little moist and this is when she started getting failed battery alarms. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.